Manufacturer narrative:
A final analysis found that measured battery data recordings were halted after 27 days. This was due to an incorrectly set bit. After the product code was downloaded the battery voltage was at elective replacement indicator (eri) level.